Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient began to suffer symptoms including, but not limited to pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily activities. It is also alleged patient has elevated cobalt and chromium blood levels.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Doi: (B)(6) 2010 - dor: none reported (left side). Reason for original complaint. Litigation papers allege patient began to suffer symptoms including, but not limited to pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily activities. It is also alleged patient has elevated cobalt and chromium blood levels. Update: 10/10/2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/17 (3/1/2017) pfs and medical records received. Pfs and medical records reviewed for MDR reportability, alleged feeling sharp positional pains in hip,also numbness and soreness, inability to work or carry out everyday activities. No revision date at present. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.